Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's remote home monitoring system indicated that there could be a potential issue with the device. The patient was instructed to contact their physician. An attempt to obtain additional information was made; none was received. There were no adverse patient effects reported.